Event description:
The attending physician observed one screw backing out from an anterior cervical plate on films taken during a follow-up exam. A revision surgery was performed in 2008 to remove the screw that was backing out. The revision case was completed with no further incidences. The pt is reported to be in good health and will continue to be monitored closely.

Manufacturer narrative:
The screw was discarded in the or and never returned to spinal elements. The revising surgeon stated that in his professional opinion, the spinal elements screw did not fail to perform. He attributed the screw backout to user technique error during implantation.